Manufacturer narrative:
(B)(4)

Event description:
The right ventricular (rv) lead was returned to the manufacturer with no information and subsequently tested out of specification. Follow up concluded the lead was oversensing due to possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was later reported that there was complete loss of capture, noise and an impedance spike observed on the lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4).